Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as phaco tip is not an implantable device. Section d6b: if explanted, give date: not applicable, as phaco tip is not an implantable device. Section e1 - telephone number:(B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon who has just installed a veritas, that after 2 weeks of surgeries a patient presented with corneal edema and endothelial cell loss. While the ust (ultrasound time) is low and the power did not exceed 50% in whitestar mode, doctor reported that this is unusual to happen since as he is a signature pro user. Through follow-up, we learned that it improved after 15 days of aggressive topical steroids and nacl. The surgeon mentioned that he uses a specular microscope in all his cases, pre- and postoperatively. Patient showed a 1000-cell drop out of 3100, so the drop was around 30%. The steroid treatment is not standard care. No permanent damage. No further information was provided. Note this report captures the phaco tip/needle. Separate reports will be filed for the veritas console and the phaco handpiece.